Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated abdomen with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, d1, d4, g1

Event description:
Allergan aesthetics received a report of a patient treated to the upper and lower abdomen with coolsculpting on (B)(6)2021 using the cool advantage+, cool core applicator and may have developed paradoxical hyperplasia (pah/ph).